Manufacturer narrative:
Reported event was confirmed by the surgeon's confirmation that he performed the revision. The product identity was confirmed through tmj tracking. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Root cause was unable to be determined, however, the previously mentioned patient conditions may have contributed. The instructions for use for this product warns of the potential for complications. It states in the section titled adverse events: facial swelling and/or pain. Facial nerve dysfunction. Heterotopic bone formation. It also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient. The manufacturing history was reviewed for the mandibular and fossa components, no non-conformances were found. The DHR's for the screws could not be reviewed due to the lot numbers being unknown. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report & follow-up number, type of follow-up, method code, results code, conclusions code, additional narratives/ data. The following section was corrected: occupation was corrected to physician as it was inadvertently missed in the initial submission. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00723-1, 0001032347-2018-00725-1, 0001032347-2018-00726-1, and 0001032347-2018-00727-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) #: (B)(4). Medical product: biomet microfixation tmj system left fossa component, small catalog #: 24-6563 lot #: 726400b, biomet microfixation "2.4mm" system ht cross-drive screw, 2.7x8mm catalog #: 91-2708 lot #: ni, biomet microfixation tmj system cross drive fossa screw, 2.0x7mm catalog #: 99-6577 lot #: ni, biomet microfixation tmj system cross drive fossa screw, 2.3x7mm catalog #: 99-6587 lot #: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00723, 0001032347-2018-00725, 0001032347-2018-00726, and 0001032347-2018-00727.

Event description:
It was reported by the patient that she has been dealing with pain, squeaking, and nerve damage. In addition, she states she has a condition called ¿first bite syndrome¿. Upon follow up with the patient's surgeon, he reported "the prosthesis was good-the resection of ankylosis by the primary provider was inadequate, she had inadequate postop mobility because of pain. I had to remove the device to remove heterotopic bone and place a spacer. I would have considered replacing her prosthesis with another biomet stock joint but her anatomy was distorted too much for stock." No additional patient consequences were reported.